Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga a portion of catheter broke off inside a patient. The patient had an x-ray to locate the missing portion. The following information was provided by the initial reporter: during peripheral catheter placement: failed placement, non-functional catheter. During removal, the nurse noticed that the polyurethane tip of the catheter was missing 1 cm. Current status of the patient: nothing to report. Actions taken in the health care facility for the management of the patient: chest x-ray because the extremity is radio-opaque tip: not found, withdrawal of the batch concerned in all departments.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga a portion of catheter broke off inside a patient. The patient had an x-ray to locate the missing portion. The following information was provided by the initial reporter: during peripheral catheter placement: failed placement, non-functional catheter. During removal, the nurse noticed that that the polyurethane tip of the catheter was missing 1 cm. Current status of the patient: nothing to report. Actions taken in the health care facility for the management of the patient: chest x-ray because the extremity is radio-opaque tip: not found withdrawal of the batch concerned in all departments.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 21-jun-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used 22gx1.00in insyte autoguard device with two catheters inside the returned packaging for evaluation. Visual inspection shows a needle that is safely retracted and two catheters. One catheter has the 1in dimension per manufacturing standards and the other almost half that length. The damaged catheter and the needle assembly contain media indicating signs of usage. Microscopic inspection of the catheter shows ragged edges showing the damage on the catheter. A v-shape can be observed at couple inches above the edge and a pressure point at the edge of the catheter support needle spear thru. This defect could have originated as part of the manufacturing process however, if the defect originated during manufacturing, the end user would receive the device with needle piercing through the catheter which would cause the venipuncture extremely difficult and painful. As the device has been removed from the package and handled, it is likely that the defect originated in the user environment. During use, a needle spear through may occur during tip adhesion break or during venipuncture if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing. During manufacturing, operators perform visual inspections for damage or speared devices. 100% vision systems are in place to determine the lie distance of the catheter and for a spear through inspection. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga a portion of catheter broke off inside a patient. The patient had an x-ray to locate the missing portion. The following information was provided by the initial reporter: during peripheral catheter placement: failed placement, non-functional catheter. During removal, the nurse noticed that the polyurethane tip of the catheter was missing 1 cm. Current status of the patient: nothing to report. Actions taken in the health care facility for the management of the patient: chest x-ray because the extremity is radio-opaque tip: not found. Withdrawal of the batch concerned in all departments.